Manufacturer narrative:
Mfg site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, resistance was felt upon opening and closing the clip. The clip was difficult to release from the catheter and when it finally did deploy, the clip deployed prematurely and not on the target area. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Mfg site name - freudenberg medical. A visual examination of the returned resolution clip device noted that the clip assembly was fully deployed, and the clip was not returned with the device. A kink was noticed in the control wire and the sheath grip was detached from the over sheath. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, resistance was felt upon opening and closing the clip. The clip was difficult to release from the catheter and when it finally did deploy, the clip deployed prematurely and not on the target area. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.